Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test. No motor error alarm noted. Motor passed motor test. Device received with minor scratched lcd window, broken battery tube threads and cracked reservoir tube lip. The test infusion set and reservoir does lock into place. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had motor was a little louder. No harm requiring medical intervention was reported. Customer stated that scratched on screen rainbow effect on screen random and unexplained no delivery alarm. Customer stated that whining a little more and battery compartment threads are worn and had to over tighten battery compartment. The device will not be returned for analysis.